Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient ID: patient identifier complete entry = patient a, patient b, patient c, and patient d all available patient information was included. Additional patient details are not available. Initial reporter phone complete entry = (B)(6). This report is being filed on an international product, list number 07c18-78, that has a similar product distributed in the us, list number 01l82.

Event description:
The customer observed a falsely elevated architect anti-hbs results for four patients. The following data was provided (>10 miu/ml is considered protected): patient a initial result was 21.81, repeat was 20.28 miu/ml, repeat using a sysmex assay was 1.69 miu/ml, cut off is <5.0 miu/ml. Additional laboratory results were provided: hbsag was 26.33, repeat was 26.93 iu/ml, repeat using sysmex assay was 6.13 iu/ml; hbeag was 0.516 s/co; hbeab was 0.02 s/co, repeat using a sysmex assay was 99.12 inh%; hbcab was 8.43 s/co, repeat using a sysmex assay was 506.01 coi patient b initial result was 12.54 miu/ml, repeat using a sysmex assay was 0.64 miu/ml. Additional laboratory results were provided: hbsag was >250 iu/ml; hbeag was 0.4 s/co; hbeab was 0.02 miu/ml; hbcab was 8.19 s/co patient c initial result was 17.61 miu/ml, repeat using a sysmex assay was 0.92 miu/ml. Additional laboratory results were provided: hbsag was 159.61 iu/ml; hbeag was 0.41 s/co; hbeab was 0.01 s/co; hbcab was 8.51 s/co patient d initial result was 29.09 miu/ml, repeat using a sysmex assay was 2.98 miu/ml. Additional laboratory results were provided: hbsag was >250 iu/ml, repeat using a sysmex assay was 1227.39 iu/ml; hbeag was 1568.51 s/co, repeat using a sysmex assay was 4868.6 coi; hbeab was 58.45 s/co, repeat using a sysmex assay was <0.01 inh%; hbcab was 7.97 s/co, repeat using a sysmex assay was 147.7 coi. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for falsely elevated architect anti-hbs results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and testing of retained reagent kits of the complaint lot number. Trending review determined no related trend for the issue for the product. Return testing was not completed, as returns were not available. Specificity testing was performed using an in-house retained kit of lot 34344fn01, stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of architect anti-hbs, lot number 34344fn01, was identified.